Manufacturer narrative:
09/01/2017 (B)(4): the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire, sheath and one way valve were also returned for evaluation. The one-way valve was vacuum tested and it held vacuum. The returned sheath was measured and it was found to be within specification. The technician attempted to insert the original 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the iab could not be inserted sheathless. The iab with sheath also was not able to be inserted. The iab was then replaced and was able to be inserted. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the iab could not be inserted sheathless. The iab with sheath also was not able to be inserted. The iab was then replaced and was able to be inserted. There was no injury or harm to the patient.